Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with two proglide devices, via an 8f sheath using the pre-close technique, prior to an interventional impella heart pump procedure. Reportedly, a ¿cuff miss¿ occurred [suture retrieval issue]. Another proglide device was used with the same results. The sheath was upsized to 14.7f and the impella procedure was completed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.